Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition with no visible contamination. Visual inspection, power up process and biomed diagnostics monitor battery status. Investigator unable to duplicate customer reported issue; however, error found in pump ehl. Further investigation found the that pump interconnect board did not operate as intended. Base hardware "failed value= 24.0000". Battery is at 92%. Investigation replaced interconnect board. Power up process and device passed all the functional testing. The problem source of the reported problem is supplier.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited base hardware failure. No reported adverse effects.